Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urgency frequency and urge incontinence. The patient reported that her right lead appeared to be coming out of place due to sweat. The patient put additional bandage on the entire incision site and moved her therapy to the left side. The next day, the patient was wondering if she could shower as her wires had come out completely. It was noted that the patient had an appointment the next day ((B)(6) 2018) with her doctor. It was noted that the trial started on (B)(6) 2018. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot#: unknown. All codes apply to the screening device/lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urgency frequency and urge incontinence. The patient reported that her right lead appeared to be coming out of place due to sweat. The patient put additional bandage on the entire incision site and moved her therapy to the left side. The next day, the patient was wondering if she could shower as her wires had come out completely. It was noted that the patient had an appointment the next day ((B)(6) 2018) with her doctor. It was noted that the trial started on (B)(6) 2018.